Manufacturer narrative:
The following other hip devices were also listed in this report: trident 0° x3 insert 36mm ID; cat# 623-00-36f; lot# j43mpa; delta c-taper head 36mm +0; cat# 18-3600; lot# 23315001; trident psl ha cluster 54mm; cat# 542-11-54f; lot# kd7mmd; 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# wjemld; it cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
It was reported that the patient has been experiencing right hip pain since the surgery. Patient stated that his hip has never felt right. Pain is getting progressively worse and patient now has difficulty walking and sleeping. Pain is excruciating and feels like the whole right thigh swells up. Patient would also like to know if his implants have been subject to recall.

Event description:
It was reported that the patient has been experiencing right hip pain since the surgery. Patient stated that his hip has never felt right. Pain is getting progressively worse and patient now has difficulty walking and sleeping. Pain is excruciating and feels like the whole right thigh swells up. Patient would also like to know if his implants have been subject to recall.

Manufacturer narrative:
An event regarding pain involving a secur-fit max stem was reported. The event was confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. The provided medical information was reviewed by a consulting clinician who concluded: ¿review of the documentation on this case does not indicate any prosthetic component factors as responsible for the symptoms described, which primarily relate to trochanteric bursitis and sacroiliac disease on the right and lumbosacral pathology.¿ review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The investigation concluded that the reported pain is not device related. None of this patient¿s hip components were subject to a recall.